Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "short to long term outcomes of 154 cemented total hip arthroplasties in ankylosing spondylitis" written by abhijeet kumar, hajime nagai, jeremy oakley, bianca luu, mohamed musheer hussain, and rishabh gaba. Published by journal of clinical orthopaedics and trauma published online/accepted by publisher 22 sep 2020 was reviewed. The article's purpose was to compare 154 hips involving 96 patients to examine short to long term outcomes of patient's undergoing total hip arthroplasties to treat ankylosing spondylitis. Depuy c-stems, depuy unknown heads, pinnacle cups, and depuy unknown liners were used on all patients. No specific patient identifiers were given in the article. Unknown cement manufacturer used. Radiographic images can be found on pages 3 and 4 of the literature article. Depuy products with known adverse event(s): femoral stem - c-stem x 2. Unknown depuy head x 2. Acetabular cup - pinnacle x 2. Unknown depuy acetabular liner x 2. Unknown depuy acetabular screws x 4. Adverse events: 6 cases of instability requiring revision. 3 cases of dislocation requiring revision. 4 cases of infection requiring revision. 1 case of femur fracture requiring orif. 1 case of femoral stem fracture requiring revision. 11 cases of cup loosening requiring revision. 1 case of stem loosening requiring revision. Unidentified number of case involving pain requiring revision. Unidentified number of cases involving weakness requiring unknown treatment. Not requiring invasive intervention: 21 cases of heterotopic ossification. 9 cases of walking difficulty. 4 cases of limb asymmetry. 2 cases of nerve injury - healed with no treatment.